Manufacturer narrative:
Device evaluated by manufacturer: the device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. An unspecified omega platinum chromium coronary stent system was selected for use and advanced to treat the unspecified target vessel. Subsequently the stent was found deformed. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.